Event description:
Patient was implanted with matrix neuro contour mesh and screws in (B)(6) 2012.

Event description:
Pt was implanted with matrixneuro contour mesh and screws on an unk date. Pt developed an infection on an unknown date and was returned to the operating room on (B)(6) 2012 for debridement (wash out) due to infection and drainage. Surgeon removed all hardware and replaced with mesh cut to size and 6 screws. Hospital discarded the product due to the infection. This is 3 of 16 reports for this event.

Manufacturer narrative:
Patient implant date updated. Reported date of implant was in (B)(6) 2012. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed. Corrected patients date of birth from (B)(6).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.